Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a left occipital lobe ischemic stroke. The patient exhibited an altered level of consciousness, difficulty speaking, right sided weakness and hemianopsia. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 16 days. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.